Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic left coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician could not obtain hemostasis therefore; the physician aborted the procedure. The device was not deployed and the advancer tube was not visible when the sheath was removed. The patient was converted to approximately 20 minutes of manual compression. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.